Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. Programming changes were made. Patient was stable.